Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that about 20 minutes into the case the patient coughed and the machine gave a vent inop message - the case was completed manually ventilating the patient. There was no injury reported.

Manufacturer narrative:
The log file evaluation confirms the observation made by the user that the shutdown of automatic ventilation had a causal connection to the coughing of the patient. The respective procedure was started at 08:42 am in manual ventilation with switchover to volume af mode fifteen minutes later. Breathing efforts of the patient in this stage are evident - negative airway pressure values were detected repeatedly while the pressure support/trigger was disabled. As a consequence the device posted several apnea, volume not attained, insp co2 high and pressure negative alarms at 09:06 am the airway pressure sensor detected a fast and high pressure increase which exceeded the measuring range of 100hpa. The device responded to this disturbance as designed; the dedicated alarm of type airway pressure high was posted and an emergency shutdown of automatic ventilation was forced. The mode was autonomously changed to man/spont and the corresponding ventilator fail alarm was triggered. The case was continued in man/spont mode for 16 minutes and powered-off then. There was no indication for a device malfunction found. Dräger finally concludes that there is no issue with the device that would require repair or correction. The event was related to patient condition and the device behaved as specified for such situation. No patient consequences have been reported.

Event description:
Please refer to initial MFR. Report #9611500-2018-00127.